Manufacturer narrative:
The device was not returned for evaluation because it has been discarded at the hospital. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification causing stenosis and leaflet immobility remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the calcification of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23mm pericardial aortic valve was explanted after and implant duration of fifteen (15) years, five (5) months, and nine (9) days for severe stenosis due to calcified leaflets which were non-mobile. The explanted valve was replaced with a non-edwards device. Per obtained medical records, the patient presented with critical stenosis and severe mitral regurgitation of the native valve. This resulted in severe cardiac decompensation with left and right ventricular chamber dilatation and severe decrease in left ventricular systolic ejection fraction to less than 30%. This was also combined with congestive heart failure class 4 and pulmonary artery hypertension. The patient therefore underwent re-do aortic valve replacement and mitral valve replacement. Intraoperatively, the aortic prosthetic valve was essentially nonfunctional with fused calcified leaflets which were non-mobile. The newly implanted non-edwards aortic valve and non-edwards mitral valve functioned satisfactorily with satisfactory peak and mean gradients. Intra-operatively, there were no complications. The patient was then transferred to cvicu in guarded critical condition for open chest recovery having tolerated the procedure well. Formal median sternotomy closure was performed on post-operative day two (2). The patient was discharged home on post-operative day seven (7).